Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 2 of 2. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: patient # 1 (54-yr old male): patient harm was noted. Was there any change in treatment? Did an injury occur? "No harm is done. Patient inpatient ccu" sequence # 449461217091. Tested on ft3837. Bcid2, lot # 0989923. Confirmatory testing was culture and gram stain culture grew mrsa. Patient # 2 (46-yr old male): patient harm was noted. Was there any change in treatment? Did an injury occur? "No harm. Patient was seen in ec and discharged" sequence # 449459064537. Tested on ft2266. Bcid2, lot # 1516623. Confirmatory testing was culture and gram stain culture grew micrococcus species. Patient # 1 (listed as pt # 4 in email): 54 yr old male w/ hypotension and chest pain possible harm to patient. Filmarray detected mrsa and c. Tropicalis filmarray- not repeated. Pediatric bottle lot 3145901, expiration date 02/26/24 collection (B)(6) 2023, positive (B)(6) 2023 gst= gpc pairs and clusters final report to physician- mrsa and c. Tropicalis- no yeast seen on gram stain. Patient # 2 (listed as pt #9 in email): 46 yr old male w/ lower leg injury/ pain possible harm patient, pediatric bottle unable to provide lot number and expiration date. Collection date (B)(6) 2023. Positive (B)(6) gst= gpc pairs and clusters filmarray- c. Tropicalis detected; repeat no c. Tropicalis detected report to physician- c. Tropicalis, detected by pcr, not yet seen on gram stain. Patient discharged hazard, injury or erroneous results? Yes. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 2 molecular fps if yes¿was patient treatment changed in result of erroneous results (provide details): yes - customer reports possible harm to 2 patients customer reports 2 molecular fps.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1: device available for eval: yes. D1: returned to manufacturer on: 20-sep-2023. H6: investigation summary: customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. The following fields have been updated with additional/corrected information: device available for eval: yes. Returned to manufacturer on: 20-sep-2023.

Event description:
Patient 2 of 2. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: patient # 1 (54-yr old male): patient harm was noted. Was there any change in treatment? Did an injury occur? "No harm is done. Patient inpatient. Ccu". Sequence # 449461217091. Tested on ft3837. Bcid2, lot # 0989923. Confirmatory testing was culture and gram stain. Culture grew mrsa. Patient # 2 (46-yr old male): patient harm was noted. Was there any change in treatment? Did an injury occur? "No harm. Patient was seen in ec and discharged". Sequence # 449459064537. Tested on ft2266. Bcid2, lot # 1516623. Confirmatory testing was culture and gram stain. Culture grew micrococcus species. Patient # 1 (listed as pt # 4 in email): 54 yr old male w/ hypotension and chest pain. Possible harm to patient. Filmarray detected mrsa and c. Tropicalis. Filmarray- not repeated. Pediatric bottle lot 3145901, expiration date 02/26/24. Collection (B)(6) 2023, positive 8/8/23 gst= gpc pairs and clusters. Final report to physician- mrsa and c. Tropicalis- no yeast seen on gram stain. Patient # 2 (listed as pt #9 in email): 46 yr old male w/ lower leg injury/ pain. Possible harm patient, pediatric bottle unable to provide lot number and expiration date. Collection date (B)(6) 2023. Positive 8/16. Gst= gpc pairs and clusters. Filmarray- c. Tropicalis detected; repeat no c. Tropicalis detected. Report to physician- c. Tropicalis, detected by pcr, not yet seen on gram stain. Patient discharged. Hazard, injury or erroneous results? Yes. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 2 molecular fps if yes¿was patient treatment changed in result of erroneous results (provide details): yes - customer reports possible harm to 2 patients. Customer reports 2 molecular fps.